Event description:
It was reported that the bed allegedly sparked when plugged into the wall due to the power inlet adapter and power cord being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed allegely sparked when plugged into the wall due to a damaged power inlet adapter with exposed wires. It was also reported that the power cord power prongs were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the damaged power inlet adapter also had exposed wires and the power cord power prongs were bent.